Manufacturer narrative:
This report is submitted on august 10, 2022.

Event description:
Per the clinic, the patient experienced skin breakdown and skin necrosis around the implant site. The implanted device remains.